Event description:
It was reported that during a da vinci sigmoid colectomy procedure, a small vein was punctured and the case was converted to open surgical techniques. The cause of the vessel puncture was unknown. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. According to the initial reporter, she was present during the surgical procedure and there was no indication that a malfunction of the da vinci system, an instrument, and/or an accessory occurred during the surgical procedure. The vessel injury occurred approximately 1.5 hours into the surgical procedure. A vascular surgeon was contacted after the injury occurred and the case was converted to open surgery. The vascular surgeon was able to repair the punctured vein and the sigmoid colectomy procedure was completed via open surgery. The initial reporter spoke to the surgeon after completion of the surgery. According to the initial reporter, the surgeon did not know what caused the vessel injury. A week after the event occurred, the surgeon reportedly informed the initial reporter that the patient was doing fine.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. According to the initial reporter, the surgeon did not know what caused the patient's vessel injury. There is also no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the patient sustained a vessel injury while undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's intra-operative injury is unknown.